Event description:
Boston scientific received information that the patient with this right atrial lead presented with shortness of breath. Upon further review, the physician observed that the atrium was pacing the ventricle and no capture was observed in either the atrium or ventricle with the ra lead. Dislodgement was suspected and that the ra lead was likely hanging in the ventricle. An x-ray was not performed to confirm this suspicion. The physician reprogrammed the device to vvi 45 due to the patient's intrinsic measurement in the 50's. A follow up appointment was scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead¿s distal part was noted. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. Further inspection revealed cuttings in the insulation. Blood penetrated the lead in this area. Deformations of the outer coil were found. These damages occurred most likely during the explant procedure. In summary, a bend in the lead¿s distal part was noted, affecting the performance of the active fixation mechanism as mentioned in the complaint description. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.